Manufacturer narrative:
Corrected d1 brand name from rotablator rotational atherectomy system to peripheral rotawire and wireclip torquer.

Event description:
It was reported that the rotalink burr was stuck with the rotawire. The 85% stenosed target lesion was located in the very calcified left superficial femoral artery. A 2.00mm peripheral rotalink plus and .009 rotawire were selected for use. During the procedure, the rotalink was advanced over the rotawire. However, it was noted that the rotawire became stuck inside the rotalink burr. The procedure was completed with another of the same device. No patient complications were reported, and the patient was reported as stable.

Event description:
It was reported that the rotalink burr was stuck with the rotawire. The 85% stenosed target lesion was located in the very calcified left superficial femoral artery. A 2.00mm peripheral rotalink plus and .009 rotawire were selected for use. During the procedure, the rotalink was advanced over the rotawire. However, it was noted that the rotawire became stuck inside the rotalink burr. The procedure was completed with another of the same device. No patient complications were reported, and the patient was reported as stable.